Manufacturer narrative:
(B)(4). A visual inspection and leak test noted a crack on the light blue connector. Clear passage and clamp function testing were performed with no issues noted. The sample was ran on the homechoice, and a leak was noted. The sample confirmed the reported problem.

Event description:
It was reported that during testing, a leak was found in a patient line extension that had been returned by a customer with a sample kit. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.